Event description:
It was reported that during stent deployment, the stent did not appear to inflate uniformly. Therefore, the delivery system was removed and post dilatation was attempted with a dilatation catheter. During post dilatation with the second dilatation catheter, the dilatation catheter became entrapped. Upon removal of the dilatation catheter, the implantable stent was also removed. Reportedly there was no visible vessel damage.

Manufacturer narrative:
The following info from section f was completed by the MFR: h3: device evaluation summary attached h6: evaluation codes updated evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the delivery system was returned with the c-flex separated from the tip. The stent and the detached portion of the c-flex were returned. Another co's dilation catheter, guiding catheter and sheath were also returned. Quality engineering determined that inadequate pre-dilatation and the pt's vessel calcification may have contributed to the difficult deployment. It is likely that the lack of full apposition to the vessel wall caused the inability to place the stent. The c-flex separation was the result of tensile overload. There is no indication in the complaint that any device defects were noted during preparation. Quality engineering has determined that no corrective action is warranted at this time. A review of the device mfg records did not reveal any non-conformities. As part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.